Manufacturer narrative:
(B)(6). On 02/09/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/02/2016 software investigation completed. Findings are that this is not a failure. There was no allegation of inaccuracy due to medtronic systems. Software is functioning as designed. Determined to be user error.medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in a cervical spine procedure, the surgeon had to re-direct two screw placements. This was the first time the surgeon was using navigation software. The first screw placement breached the canal medial on level c1. The second screw breached the anterior side of the vertebral body. There was no allegation of inaccuracy due to medtronic systems. The medtronic representative stated that the navigation system displayed accurately and the imaging system confirmed the placements accurately. The doctor then re-directed the two screws and they were placed accordingly. The surgeon completed the procedure with the use of the navigation system and the imaging system. Delay in therapy was approximately 10-15 minutes.medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.